Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels (approximately 40-300 mg/dl). Contact stated they believe elevated bg's are due to hormonal changes, and low bg's are due to exercising. Boluses are delivered to stabilize elevated bg's, and customer stabilizes low bg's with juice. Contact stated they are working with their health care professional on the reported issue.